Manufacturer narrative:
Analysis of the returned device identified the device was underweight and opening curved on the posterior. A visual and microscopic analysis was performed which identified a sharp opening on the posterior due to a surgical impact opening, for the non-penetrating nicks in the shell, creases fold and wear abrasion. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is:a sharp opening on posterior due to a surgical impact opening. Creases are observed but have no relationship with manufacturing.

Event description:
Patient reported right side rupture, "silicone outlet, which does not extend outside the fibrous capsule," and folding. The device has been explanted.

Event description:
Patient reported right side rupture, "silicone outlet, which does not extend outside the fibrous capsule," and folding. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, "silicone outlet, which does not extend outside the fibrous capsule'', and folding. The device has been explanted.